Manufacturer narrative:
Isi has received the endowrist vessel sealer instrument involved with this complaint and completed investigations. The instrument was found to have a dislodged blade that was exposed outside of the blade garage. After manually placing the blade on the blade track, the instrument passed a self-check using an in-house da vinci system. Failure analysis was unable to replicate or confirm the customer reported complaint that the instrument would not seal. The instrument passed a grip force test, electrical continuity testing, and energy activation testing using the in-house system. The erbe generator was also returned to isi and evaluated. Failure analysis placed the generator on an in-house system and ran the unit in diagnostic mode. No issues occurred. The generator also passed a technical safety check. The site's system logs were reviewed with a procedure date of (B)(6) 2016. The system logs reveal that a single system error code 32001 occurred during the surgical procedure. No sealing related issues were identified upon review of the system logs. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon made the decision to convert to open surgery after the endowrist vessel sealer instrument allegedly failed to seal a vessel. However, the instrument was returned to isi, evaluated, and no sealing related issues were found.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the endowrist vessel sealer instrument was allegedly not sealing. Due to reported instrument issue, the surgeon made the decision to convert the surgical procedure to open surgery. During the event, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted an isi technical support engineer (tse) for assistance. The tse reviewed the site's system logs and noted that a system error code 32001 was generated during the procedure. A system error code 32001 is generated when the blade of the endowrist vessel sealer instrument cannot be retracted and may be exposed. On 09/07/2016, an isi field service engineer (fse) performed a field evaluation at the site. The fse tested the da vinci surgical system at the site and was unable to replicate the alleged sealing issues. The fse was also unable to replicate the system error code 32001. As a precaution, the fse replaced the erbe generator and monitor system. The fse then tested the system and verified that it was ready for use. On 10/04/2016, isi contacted the csr and obtained the following information regarding the reported event: the csr was in the hospital, but not in the or, when the event occurred. According to the csr, the surgeon was able to use the endowrist vessel sealer instrument without any issues towards the beginning of the surgical procedure. During the surgical procedure, the vessel sealer instrument was uninstalled and another unspecified instrument was installed. At a later time during the procedure, the vessel sealer instrument was reinstalled. However, when the surgeon attempted to seal the inferior mesenteric artery (ima), he claimed that the endowrist vessel sealer instrument was not sealing. No tissue effect was observed. The csr did not know if audio tones were heard indicating that the sealing cycles were complete. Due to the sealing issues with the vessel sealer instrument and the patient's pre-existing medical conditions, the surgeon converted the surgical procedure to open surgery. The csr explained that the patient was a meth addict and had suffered a heart attack in the past. No blood transfusions were administered. The csr did not know the estimated blood loss from the surgical procedure. The csr also stated that the vessel involved with the reported event was not calcified. She did not know the approximate diameter or size of the vessel. On 10/04/2015, isi contacted a nurse from the site who was present during the surgical procedure. The nurse reviewed the operative report and confirmed that no blood transfusions were administered. She did not know what specific vessel was involved with the reported event. The nurse confirmed that the surgeon made the decision to convert to open surgeon due to the sealing issues with the endowrist vessel sealer instrument. The surgeon was able to control bleeding from the vessel by applying a suture cut tie. Per the operative report, the estimated blood loss from the surgical procedure was 750 ml. After the surgical procedure was completed via open surgery, the patient experienced post-operative blood pressure issues. The patient experienced hemodynamic instability, was confused, and was given pressors. The patient was discharged on (B)(6) 2016 with further post-operative complications. The nurse indicated that ever since the erbe generator was replaced, the site has not had any recurrences of sealing issues.